Event description:
Dealer stated that the irc5lxo2 concentrator shuts down after running for half an hour. It is not known if the unit alarms, as designed, prior to shut down to alert the user to switch to an alternate source of oxygen and to seek repairs.